Event description:
It was reported that the lead dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the steroid plug was displaced inside the helix.